Event description:
The user received questionable low calcium results for four patient samples that were in the normal range upon repeat testing. Of the data provided, the result for one patient sample was discrepant and reported outside the laboratory. The initial result was 5.9 mg/dl with a data flag. The automatic repeat result was 9.5 mg/dl. The sample was repeated on another instrument and the result was 9.7 mg/dl. The result was called and corrected immediately with the automatic rerun result. There was no effect to the patient. The calcium reagent lot number was 64833301 with an expiration date of 01/31/2012. The field service representative determined the rinse mechanism and water rinse levels of the cuvettes was misadjusted and the rinse mechanism tubing had small cracks where it was attached for the vacuum of the cells. Also, the rinse mechanism nozzles were hanging up and not going to the bottom of cuvettes, the r1 probe was not being washed due to the r1 rinse valve not opening and the detergent was not dispensing fully due to a crimp in the line. All of these items contributed to a fluidics failure. He reseated the rinse mechanism head correctly and adjusted the rinse dispense levels by increasing the flow and adjusting the valve. He adjusted the rinse tubings that were hanging up and cut off the cracks in the vacuum tubes. He swapped r1 valve sv7 with unused valve sv9 in the block assembly and adjusted the detergent. To verify the analyzer operation, the user ran quality control successfully and which was meeting the laboratory specifications. Upon follow up with the user, they verified the instrument was still working correctly.